Event description:
Customer reports the 3rd, 10th, and 13th connector pins on the inform system appear to be blackened. No adverse event reported. Requested return of suspect device and replacement was sent.